Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported tissue damage could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for tissue damage. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip was able to grasp the leaflets without difficulty and the clip was deployed. Post deployment, a possible leaflet tear was seen on echocardiography. The tear was not confirmed and no additional intervention was performed to treat the tear. There was no adverse patient effect as a result of the tear. One additional clip was implanted to treat the mr and the procedure ended with the mr reduced to grade 3. There were no clinically significant delay in the procedure. No additional information was provided.